Event description:
The customer called to report multiple motor error alarms. Troubleshooting revealed no damage to the drive support cap. The customer stated that the unit may have been exposed to high magnetic fields or x-rays. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen and constant tone due to a faulty component on the mother board. Unable to confirm the motor error alarm due to the frozen screen. The motor was tested outside the device, and passed.